Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the blood glucose was 513 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the air bubbles were present in tubing which were soda or champagne sized air bubbles. Customer stated the infusion set had bent cannula. The insulin pump will not be returned for the analysis. Frn-mmt-unk-rsvr, unomed set.